Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
During a mid-thigh amputation, the thread broke while knotting.

Manufacturer narrative:
There are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received a closed and an open and used sample. The open sample received is a used suture with a broken thread, in consequence no further analysis can be done. We have tested the knot pull tensile strength of the closed sample received and the results fulfill the requirements of the european pharmacopoeia (ep): 3.98 kgf (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). We have also tested the linear pull tensile strength of the closed sample received and the result is 4.51 kgf. This value is correct and usual for this thread and size (there are no ep limits for this test). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 3.61 kgf in minimum and 3.98 kgf in average (ep requirements: 1.53 kgf in average and 0.92 kgf in minimum). Although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Based on the conclusion derived from investigation, it is not required to make actions in distributed product. According to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. Associated medwatch: 3003639970-2018-00633.